Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. However, the lead dislodged four hours post procedure. A revision procedure was performed to reposition the lead, but the helix could not be extended once the lead was outside the patient's body. Therefore, a replacement lead was implanted. No additional adverse patient effects were reported. The explanted lead is expected to be returned for evaluation.